Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer has been hospitalized on 3 separate occasions with hyperglycemia and diabetic ketoacidosis. She was admitted to the hospital from (B)(6) 2015, and the hospital recorded a blood glucose level of 26.9 mmol/l and a ketone reading of 7.8 upon admission. She was treated with an insulin infusion drip, and the customer was reconnected to the infusion device prior to discharge. She was then admitted to the hospital from (B)(6) 2016. Upon admission, the hospital recorded a blood glucose reading of 32.1mmol/l and a ketone reading of 5.2. When she reconnected to the infusion device prior to discharge, her blood glucose levels started to rise and she started a temporary basal rate and changed her cannula to resolve this. On (B)(6) 2016, she went to the hospital and was admitted with a blood glucose reading of 33.8mmol/l and ketone reading of 6.2. She was placed on an insulin infusion drip. It is alleged the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.